Manufacturer narrative:
The pump was received with cracked and bleeding on lcd glass, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked end cap. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is cracked and the battery shorts out when the pump gets wet. Customer's blood glucose was 134 mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the reservoir chamber and battery department. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.